Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was also indicated the left ventricular (lv) lead had high pacing outputs. The device was explanted and replaced. The lv lead was repositioned during device change out and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.